Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to unites states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.